Event description:
During the procedure when the physician deployed the stent in the superficial femoral artery, but the stent was little bit jumped so it could not cover the lesion. The stent was fully expanded with good wall apposition. The lesion was post dilated after stent implantation with a 6 x 4 powerflex p3 balloon at 10atms for a final stenosis of 90%. The procedure was completed with another same like product. The additional stent was overlapped 16mm proximally to the first stent. This stent also fully expanded with good wall apposition. Thrombus was not noted post deployment. The product was stored, handled, inspected and prepped according to the IFU.

Manufacturer narrative:
Products used in the procedure were a .035 terumo and an 8f vista britetip guiding catheter. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15074368 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
While deploying the stent in the superficial femoral artery the stent jumped and did not fully cover the lesion. The physician tried to hold the handle of the smart control sds flat and straight outside the patient during deployment as defined in the IFU, but some slack still remained. The tantalum markers were observed to open symmetrically and the stent was fully expanded with good wall apposition. The lesion was post dilated after stent implantation. The procedure was completed with additional stent that overlapped 16mm proximally to the first stent. This stent also fully expanded with good wall apposition. Thrombus was not noted post deployment of either stent. The product was stored, handled, inspected and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. The stent delivery system did not pass through any acute bends. The delivery of the sds was contralateral. There was no difficulty tracking/crossing or unusual force during the procedure. The smart control locking pin was in place during advancement towards the lesion and was not removed before attempting to deploy the smart control stent. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment s defined in the IFU. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The patient did not experience any neurological events. One non sterile unit of smart control 8x40 mm was received coiled in a plastic bag. Stent and locking pin were not received. Outer sheath was kinked at 3.8cm and 16.4 cm from inner diameter (ID) band. No other discrepancies were found. Usable length of the stent delivery system (sds) was measured and it was found within specification. The deployment process was performed without the stent with no anomalies found. The DHR review revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Since no discrepancies were found during the functional analysis, the "deployment difficulty-inaccurate placement" condition reported by the customer, was not confirmed, the exact cause of the complaint could not be determined, however it does not appear to be manufacturing related, procedural factors may contribute to failure as reported. The cause of kinked condition found during the analysis could not be conclusively determined; however it could be related to the coiled condition of the unit received for analysis. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.